Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. No product was returned to the manufacturer. There were no reported patient injuries or complications.